Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would not close.  No patient was present when the issue was identified.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be reproduced. However, the door switch was adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.